Manufacturer narrative:
The creatinine reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 520 umol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated twice and the results were 60 umol/l and 57 umol/l.

Manufacturer narrative:
The alarm trace showed alarms related to the cell, sample probe, and gear pump head. The field service engineer (fse) observed a pinhole in a vacuum tube at the rinse station and repaired it. Qc was performed successfully. No further issues were reported after the service visit. The investigation determined that the issue found by the fse was the root cause of the event.